Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has ineffective therapy. The patient's spouse stated that the patient reportedly stopped using the system sometime in 2010 due to therapy becoming less and less effective. Patient has an appointment with his physician to discuss the next course of action to address the issue.